Event description:
As per the customer, "I met with the phlebotomy team at (B)(6) medical center today, and here's a recap of what happened with the autotract butterfly: autotract 23g - fell apart prior to drawing blood."

Manufacturer narrative:
As per the customer, "I met with the phlebotomy team at (B)(6) medical center today, and here's a recap of what happened with the autotract butterfly: autotract 23g - fell apart prior to drawing blood." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.